Manufacturer narrative:
An event of regurgitation, possible leaflet tears, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Updated event description : it was reported that on (B)(6) 2017, a trifecta gt was implanted with the non-everting mattress suture technique using spaghetti-type pledgets in the patient's aortic position due to aortic regurgitation caused by the bicuspid valve. There was some cardiac murmur confirmed during the periodic outpatient follow-up in (B)(6) 2020. Examination was performed but there was no problem, with the peak velocity(vmax) of 2.31m/sec, mean pressure gradient (mpg) of 11.4mmhg and peak pressure gradient(ppg) of 21.4mmhg at that time. On (B)(6) 2020, the patient was transported by emergency with percutaneous cardiopulmonary support (pcps) due to cardiac arrest at night. The patient once recovered, but reoperation was abandoned due to whole cerebral ischemia. Aortic regurgitation was confirmed mainly from the right coronary cusp (rcc) and the left coronary cusp (lcc) of the trifecta gt valve by echocardiography. The patient passed away on (B)(6) 2020. The issue was thought to be due to tears on the trifecta gt valve, due to structural valve deterioration of the valve. Patient comorbidities included gallstones and mastopathy. No additional information was provided